Event description:
Additional info received from MFR on 07/02/1996: as a result of the tesing and evaluation performed, disetronic medical systems has concluded that the original and modified devices do not present any risk of injury and are not in any way to be considered health hazards. The allegation presented in the adverse event report is the result of unprofessional and unreliable testing and misrepresentations, omissions and modifications of the available information.